Manufacturer narrative:
Device was used for treatment, not diagnosis. Reportedly, there was no delay in the procedure. Device was swapped out and the procedure was completed. This is report 1 of 6 for complaint (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number, the device history records review could not be completed.

Event description:
This is report 1 of 6 for complaint (B)(4).

Event description:
Patient was implanted for vertebral compression fractures at levels t8-t9 in (B)(6) 2012. The patient was also implanted with the matrix system at levels t10-pelvis. On (B)(6) 2013, the patient had a posterior lateral fusion revision procedure extension above the fracture at levels t4-t10 to stabilize the construct further up. The surgeon tightened the construct at levels t4-t9 to make room for connectors. At level t10 the surgeon loosened up 4 caps to make it easier to take out the screws. The surgeon was having difficulty removing one cap. Two screwdrivers and broke both screwdrivers while removing the one cap because of the amount of force required. None of the caps or screws was broken, all parts were intact. The surgeon replaced two caps and two screws. There were no broken fragments left in the patient from either screwdriver.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. This instrument is a driver found in the matrix spine system. The surgeon uses this driver to provisionally tighten a locking cap. In addition, the user also used this instrument to install pedicle screws. This instrument is not to be used to loosen or remove locking caps. Based on the complaint description, the surgeon used this instrument to loosen a locking cap. The technique guide includes the following caution associated with loosening or removing locking caps: ¿never use a fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used, breakage of the driver may occur and could potentially harm the patient.¿ the chu engineer reviewed the relevant drawings. These drawings call out the appropriate dimensions, materials, and finishing process for a robust driver to tighten locking caps and unassembled pedicle screws. The right-hand threaded handle-shaft connection is not suited for counter clockwise torque. The chipped lobes indicate that the driver potentially was not fully inserted in the locking cap. Since the surgeon used this driver to loosen a locking cap, the disposition for this complaint from a design perspective is invalid. Placeholder.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. A review of synthes device history records for lot 6612211 revealed the sport grip t25 stardrive screwdriver shaft was manufactured by universal punch. Po (B)(4), for (B)(4) parts, was inspected to the synthes incoming final inspection sheet number (B)(4) revision e on 6/6/2011. The product conformed to all requirements. The certificate of compliance is dated 6/3/2011. (B)(4) parts were released to the warehouse on 6/6/2011. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Universal punch manufactured the screwdriver shaft for martix t25 stardrive, lot 6612211. Due to an unknown cause, the device tip broke. The material and hardness of the screwdriver shaft were confirmed to be within specification. Based upon the cofc from universal punch and incoming inspection, this lot was previously accepted and conforms to specifications. Placeholder.